Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that moderate paravalvular aortic regurgitation occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given. A lotus introducer sheath was placed and then the native aortic valve was treated with subsequent deployment of a 27 mm lotus valve into the proper anatomical location. Three (3) days post index procedure, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2019, 1478 days post index procedure, transthoracic echocardiogram(tte) assessment revealed moderate paravalvular aortic regurgitation. The subject was last seen in (B)(6) 2020 and is well.